Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump stalled (7:18 pm) on (B)(6) 2019 and then recovered (4:15 am) on (B)(6) 2019. It stalled (1:41 pm) and recovered (4:24 pm) again on (B)(6) 2019. It then stalled (2:50 am) and recovered (5:27 am) on (B)(6) 2019. It stalled (3:03 pm) and recovered (9:30 pm) again on (B)(6) 2019. It then stalled (1:03 pm) on (B)(6) 2019 and no recovery logged. The pump and catheter were replaced on (B)(6) 2019. There was no issue with the catheter. The pump was delivering infumorph (10 mg/ml at 5.298 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-mar-2019 from the company representative which indicated that the pump had been replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph dose and concentration not reported via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s pump started alarming this weekend. The reporter did not know whether the patient¿s pump was alarming the critical alarm or the non-critical alarm. The patient was coming to the healthcare provider¿s office the day of the report to evaluate. The patient was feeling sick. The company representative planned to go the healthcare provider¿s office later today. Additional information was received from the company representative later that day and reported that the alarm was actually motor stalls and recoveries and the last stall had not recovered. The company representative stated that from what she was looking at from the healthcare provider the motor stalls go back as far as (B)(6) 2019 but she was thinking this could have been occurring before that. The healthcare provider planned to replace the pump today. No further complications were reported/anticipated.